Manufacturer narrative:
Lot unknown (2): devices not yet returned. Lot kfjx (2): manufacturing date 06 january 2020, devices returned 14 april 2022 the returned devices were was inspected visually and functionally. Visual inspection revealed wear consistent with regular use of the device but did not reveal any significant deformation or damage. Functional inspection during bench testing could not replicate the described failure mode. The inserter and a model screw were assembled; the hexalobe fit into the screw without difficulty. The screw was inserted into a model bone. After the screw was fully inserted into the model bone, the inserter was disengaged from the screw without difficulty. A conclusive root cause could not be determined with the available information. Factors which may have contributed to the event include the use of excessive force, use of the device at a difficult angle, hard bone quality of the patient, and general device wear.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative yukon screw inserter coupling issues. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot unknown (2): devices not returned. Lot kfjx (2): manufacturing date 06 january 2020, devices returned 14 april 2022.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative yukon screw inserter coupling issues. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient.